Event description:
As reported by our japan affiliate, post deployment of a 23mm sapien xt valve, stenosis in the left coronary artery (lca) was observed. Two coronary stents were placed. Prior to the tavr procedure, lca occlusion post valve implant was a concern and a guidewire and balloon were inserted into the lca for protection. The xt valve was deployed too aortic and slightly canted, 80:20 aortic/ventricular (a/v) on the ncc side and 90:10 a/v on the lcc side. The valve frame was deployed over the lca. Aortography confirmed lca flow; however intravascular ultrasound (ivus) showed stenosis in part of the left coronary ostium. The decision was made to place a coronary stent. A 4x12mm coronary stent was placed; however, the valve frame side of the coronary stent was found to be crushed due to unknown cause. Although the lca flow could be confirmed, it was determined that intervention was required. A guidewire was inserted via a gap between the coronary stent and the coronary artery wall. The coronary stent was crushed to one side of the coronary artery by a balloon catheter and a 4x15mm stent was placed. Ivus showed stenosis in part, but the treatment for the stenosis of the left coronary ostium was considered finished since the blood flow was confirmed to be maintained. Upon removal of the esheath, part of the intima was found on the sheath and a dissection on the iliac artery was found. Vascular stents and bypass surgery with a vascular graft were performed to repair the injury. The procedure was completed. The native annulus measured 18.8mm by transthoracic echocardiogram (tte) with a valve area of 311mm2. Mild valve calcification and mild aortic root calcification were reported. The lca height was reported as 9.8mm and the right coronary artery (rca) height was reported as 10.8mm. The sinuses of valsalva (sov) diameter measured 26.6mm.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2015-01698.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, procedural factors (too aortic, slightly canted valve position) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.